Event description:
It was reported that (1) device was used during a laparoscopic adrenalectomy. It was reported by the affiliate that the al326 device misfired and the serrated edges of the jaw punctured an adrenal vein causing a hole in the vein. The pt had to be converted to an open procedure to control the bleeding and complete the procedure.